Event description:
The customer stated that she was unable to remove the battery cap, because it was damaged. The customer also stated that the insulin pump had a blank display and there was moisture underneath the liquid crystal display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had damage on the motor. Unable to verify damage to the battery cap.